Manufacturer narrative:
The baxter technician found that the handle connection was broken due to forcing siderail to engage. Cause was rust found in the mechanism not allowing a smooth connection. Per the hillrom service manual the advanta¿ 2 should be subject to an effective maintenance program. This will help make sure of a long, operative life for the advanta¿ 2 bed. The preventative maintenance will help to reduce downtime due to excessive wear failures. An annual service of the bed is advised in order to maintain its characteristics and performance. Make sure the head and foot side rails are not bent or twisted. Make sure the latch mechanism operates correctly. An audible click must be heard. Remove the side rail cover, and make sure the mounting screws are tight. Inspect the cable routing for pinching, binding, and damage. Make sure all functions on the caregiver control operate correctly. Repair or replace the side rail as necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed on 20 oct, 2023. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the handle and cleaned all rust around the mechanism. To resolve the reported event. Based on this information, no further action is required.

Event description:
The customer alleged the left foot siderail was not locking in place when raised. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This incident was captured under hillrom complaint ref # (B)(4).